Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for free flow was revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
Walkmed infusion was notified that during testing of the pump the free flow lever does not always lock open. The device in question was returned to walkmed infusion for product evaluation which found the pump to fail the free flow test. Further failure investigation of the pump by walkmed infusion found chemotherapy residue in the mechanical arm mechanism resulting in the mechanical arm not moving freely. The root cause of the failure was determined to be damage sustained during use from the chemotherapy residue.